Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing of the returned system controller (serial number: (B)(6). The log file downloaded from the returned controller and the submitted log file contained approximately 5 days of data combined ((B)(6) 2020 per the timestamp). The log files captured intermittent backup battery fault alarms due to backup battery load test failures on (B)(6) 2020 from 16:45:56 to 16:47:47; the alarms briefly cleared between these times as additional load tests were being performed, however, the alarm returned each time due to the load test failing. The alarm cleared on (B)(6) 2020 at 16:48:14 when an additional load test was performed and the backup battery passed. Multiple additional load tests were performed throughout the remainder of the log file and the battery passed each time. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2020 at 13:07:59 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault on (B)(6) 2020 which resolved after multiple self-tests. The controller was exchanged on 21oct2020 and was returned to abbott for evaluation.